Event description:
This is a report of a colleague infusion pump with a damaged battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery alarm was confirmed due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).the assignable cause for the reported problem was determined to be depleted batteries resulting from user error.